Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose. Blood glucose level was 451 mg/dl. Customer had symptoms of dry mouth, urination and ketones. Customer treated high blood glucose with bolus. Customer had been using insulin pump with 48 hours of reported high blood glucose event. Customer state that they performed displacement test as well as self test and they both passed. It was reported that the customer not using automode. The insulin pump will not be returned for analysis.